Event description:
It was reported that there was an issue with the incorrect time display on a pump. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer was assisted by technical support in updating the pump time and was advised to monitor the situation, acknowledging the guidance given.